Manufacturer narrative:
(B)(6). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Method: the subject rt268 infant dual-heated evaqua2 breathing circuit was not returned to f&p for evaluation. Our investigation is based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that there was a crack at one of the connection points of the rt268 breathing circuit. It was further reported that the issue was with the water feedset tubing of the mr290v autofeed humidification chamber provided as part of the rt268 breathing circuit. Conclusion: further information provided by the healthcare facility confirmed that the reported issue was with the water feedset tubing of the chamber being found broken before patient use. However, without photographs or the return of the subject device, our investigation is unable to confirm or conclusively determine the exact cause of the reported issue. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt268 infant-dual heated evaqua2 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in china reported that the connector of a rt268 infant dual-heated evaqua2 breathing circuit was cracked. The healthcare facility further reported that the issue was with the water feedset tubing of the mr290v autofeed humidification chamber provided as part of the rt268 breathing circuit, being broken. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the connector of a rt268 infant dual-heated evaqua2 breathing circuit was cracked. There was no patient involvement as the issue was found whilst the device was not in use on a patient.